Event description:
It was reported that the patient with this right ventricular (rv) lead had perforation and felt discomfort and pain. Subsequently, this lead was repositioned and placed on the septal wall. This lead remains in service. No additional adverse patient effects were reported.